Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit, designator u2 had become corrupt and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that the device had logged an event code in the memory which is related to a potential issue of the device to lockup. Physio replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.